Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later, the pt experienced eroded mesh. A removal of the eroded mesh was performed under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.